Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 38x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50x38mm promus element long was selected for use and advanced to treat the lesion. However, the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Outcomes attrib. To ae corrected from other to required intervention. Describe event or problem updated. (B)(4).

Event description:
It was further reported that the physician used a snare and a guidewire to completely removed the dislodged stent.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the entire stent profile was damaged and moved proximally on the balloon so that the distal end of the stent is now located at 1mm proximal to the proximal end of the proximal markerband. The distal section of the crimped stent was stretched and damaged, the mid section shows severe bunching & overlapping of the stent struts and stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. The maximum crimped stent profile was measured and was below the max crimped stent profile set out in specification. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. There are no anomalies evident. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the physician used a snare and a guidewire to completely removed the dislodged stent.